Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the device was palpated the patient had nausea, vomiting, and pain around their implantable cardioverter defibrillator (ICD) and the device had low battery voltage. The device remains in use. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.